Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was treated by paramedics. The paramedic stated that the customer was having a no delivery alarm. The customer stated that she was experiencing elevated blood glucose levels. The customer also stated that after infusion set and reservoir was changed, the insulin pump was not alarming. Nothing further was reported.